Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable due to patient not recharging the ipg as recommended. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored. During the same surgery, the leads were explanted and replaced and repositioned (see manufacturer report numbers 1627487-2019-08136, 1627487-2019-08138, and 1627487-2019-08139).